Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivey system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's anatomy was excessively tortuous with slight calcification. It was reported that during advancement the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the pt. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. There were no clinical sequelae reported and the pt is reported to be fine. Medtronic has received the device and the analysis has been completed: the delivery catheter revealed a kink located 1.5 cm from the catheter tip. The pt's tortuous iliac arteries and lack of use of an introducer sheath are the likely cause of the delivery system kinking.